Event description:
After device was implanted, caller stated she began to experience symptoms she initially believed was due to her pregnancies, age, or possible early menopause. Once she performed some research and read an online forum about breast implant illnesses, she found they were in alignment. Her symptoms included (B)(6) weight gain that would not fade with diet and exercise, fatigue, brain fog, memory loss, hip and shoulder pain, back pain with numbness and tingling, irregular menses, emotional changes, ocular migraines, enlarged lymph nodes behind ear, low libido, insomnia, lymph nodes inflammation in breasts. Caller also exhibited symptoms of hypothyroidism that persisted even with medication. Plans to get implants removed.